Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that an unspecified malfunction alarm occurred and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. As well, as that cartridges did not fit onto the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.